Event description:
It was reported that the ventilator was not turning on. No patient involvement.

Manufacturer narrative:
Event: (B)(6) 2018. Date of report: 15/aug/2018. Date received by manufacturer: 20/jul/2018. Correction: a part was returned for evaluation. The power management printed circuit board was returned for evaluation. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. The cause of the initially reported event could not be determined.